Event description:
It was reported that the pt developed granulation tissue on the anterior suture line postoperatively following a pelvic organ prolapse repair. It was at the pt's six month follow up visit that the granulation tissue was observed. As a result, in 2008, the granulation tissue was etched and removed with a silver nitrate stick. The pt has recovered at this time.

Manufacturer narrative:
Date sent to the FDA: 04/18/2008. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.